Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited foreign material found in the adhesive on the bending section cover, the bending section cover, air/water cylinder and tube, the jet tube, the adhesive around the light guide lens and objective lens, plastic distal end cover, connecting tube and the nozzle. The sealing ring at the distal end was defective/damaged. There is a build-up of deposits there. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of material could not be identified. There was no physical damage at the place where the foreign material remained. The customer stated there were no malfunctions with the reprocessing accessories. There were no delays in pre-cleaning or manual cleaning. An air/water flush was performed during each pre-cleaning. For manual cleaning, the endoscope was flushed with 1% gigazyme x-tra. For manual cleaning, the outer sheath, distal end, and steering wheels were wiped/brushed. However, the root cause of the foreign material remaining in the device was not conclusively specified. The event can be detected/prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.